Event description:
It was reported that the cross arm brake on the 9900 system was broken. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The brake was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.